Manufacturer narrative:
H.6. Investigation: one set was received and tested by our quality team. There was no leakage noticed through multiple infusions. The set is a pressure disk infusion set that showed no signs of compromise. Due to no material or lot being provided, and limited information about the set, the customer's complaint of leakage could not be verified and the root cause remains unknown. A device history record review could not be performed because a model or lot number was not provided by the customer.

Event description:
It was reported that the unspecified bd intravascular administration set experienced defective tubing. The following information was provided by the initial reporter: customer reported leakage with all sets.

Event description:
It was reported that the unspecified bd intravascular administration set experienced defective tubing. The following information was provided by the initial reporter: customer reported leakage with all sets.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.